Event description:
A (B)(6) pt underwent aaa repair on (B)(6)2010. The physician placed the leg up to external iliac artery due to the pt anatomical form. The procedure was conducted as labeled. On (B)(6)2010, the physician did f/u and recognized that the contralateral leg was occluded due to the staten graft was kinked. He did femoral-femoral bypass procedure at same date and ended the procedure. The pt has no problems due to this occurrence.

Manufacturer narrative:
Patient code: additional surgical procedure not labeled. Device code: occlusion is labeled in IFU. No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indication for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU provides warnings and precautions including: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The failure mode assigned to this case was kinked. This failure mode was determined based on the provided event description as well as the physician's comments: "the iliac leg was kinked due to the pt's right external iliac artery was crooked." Images of the anatomy were not returned to assist with this investigation, however, it appears the access vessel was to tortuous for the delivery system leading to a kink and usage outside the IFU. We will continue to monitor for similar complaints.